Event description:
Baxter non-dehp catheter extension set (17cm, 0.26ml volume) piece from a specialty kit from medline that has failed in operation. Report ¿ nurse noticed blood backing up into tubing during infusion. Stopped infusion, flushed and found hole in tubing. FDA safety report ID # (B)(4).